Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented to the hospital with chest discomfort. Upon interrogation the lead had a high impedance reading of 2691 ohms and intermittent pacing failure of the ventricle was confirmed. The lead was removed. No further patient complications have been reported as a result of this event.